Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered 12 units of insulin instead of 1.2 units due to user error. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Customer consumed carbohydrates to address bg. Customer acknowledged the issue was due to user error and pump was performing as intended.